Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring fell off on to the table. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk, as the product was discarded.

Manufacturer narrative:
H6: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. Internal file number - (B)(4).